Event description:
As reported, when pulling back a 5f mynx control vascular closure device (vcd), it popped and manual compression was held for hemostasis. The procedure was completed using manual compression. There was no reported patient injury. The procedure was completed using manual compression. There was no device or package damage noted prior to use. The procedure was rectal artery embolization using a retrograde approach. The user is trained to the device. A 5f cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of pvd/calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure as it was being pulled back. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when pulling back a 5f mynx control vascular closure device (vcd), it popped and manual compression was held for hemostasis. The procedure was completed using manual compression. There was no reported patient injury. The procedure was completed using manual compression. There was no device or package damage noted prior to use. The procedure was rectal artery embolization using a retrograde approach. The user is trained to the device. A 5f cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure as it was being pulled back. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. A 5f cordis brite tip catheter sheath introducer (csi) was returned partially inserted on the device. The balloon was noted deflated, and the core wire was present. No additional anomalies were observed during this analysis. The balloon was tested for an inflation/deflation functional analysis; however, during inflation a loss of pressure was observed, consistent with the reported event. A high-magnification microscopic evaluation was executed to assess the balloon. During this analysis, a longitudinal tear was observed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, access site vessel characteristics (there was moderate tortuosity and moderate pvd/calcium at the site) and/or concomitant device factors likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, it states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.